Event description:
It was reported, the patient could not adjust stimulation and their stimulator was off. It was noted, the patient was able to turn stimulation on and increase stimulation, but did not feel stimulation like they usually did. It was reported, the patient had been wetting themselves. It was noted, the loss of therapy had been occurring for weeks and the patient did not know how the stimulator suddenly turned off. It was reported, the patient was in the hospital two to three weeks prior to call and was told to not take their medication as it caused fluid retention.

Manufacturer narrative:
Product ID 3093-28, lot# v997632, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reports the incident was unrelated to the stimulator device system. It was reported that the device was perfect. It was noted that the patient has major psychiatric issues and on numerous medications. It was as reported that the patient was in and out of institutions. The medications resumed and doing better approaching baseline.